Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2025. The patient was placed on dual antiplatelet therapy (dapt) after the implant procedure. During a routine 45-day follow-up, the patient had a transesophageal echocardiography (tee), and a device related thrombus was noted. The patient was placed on eliquis. There were no patient complications.